Manufacturer narrative:
(B)(4). Pump was received with a cracked reservoir tube lip. Pump was also received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.